Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with lead noise on a lead. It is unknown if the noise was seen on the right atrial or right ventricular lead. No intervention was reported, and the patient would be monitored at the next routine check. No further information is available.